Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the top case, ac cord clamp and right plunger case to be all cracked. Device underwent power up and self test; unable to confirm. However, a pump motor drive off post and multiple depleted battery errors noted in the event history log of the device. The problem source has been determined to be customer induced. Device was left operating on a depleted battery.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited system failure alert. It was reported that there was no patient or clinical injury.